Manufacturer narrative:
Batch review performed on 22 march 2023. Lot 2009026: (B)(4) items manufactured and released on 13-oct-2020. Expiration date: 2025-sep-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event during the period of review.

Event description:
The patient had a primary knee surgery on (B)(6) 2022. On (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.